Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that no failed drawer on screen. A field service engineer, verified that drawer functionality and no problem found. The device functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis anesthesia es system, the drawer is unable to be opened. The customer stated that the issue caused a delay in accessing medication to patient. There were no adverse events or injuries reported based on this incident.